Manufacturer narrative:
This MDR submitted on 11/05/2015 references accriva diagnostics complaint number (B)(4). The serial number of the hemochron signature plus instrument was not specified. (B)(4). Process evaluation performed. No ncr or other anomalies related to the complaint were identified. There is a trend for inconsistent results with this reagent lot of cuvettes, but no capas specific to j201c product. Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional reported inconsistent patient results using a hemochron signature plus and pt/inr microcoagulation system. The patient has atrial fibrillation and was receiving anticoagulation treatment with warfarin for thrombosis prophylaxis. The therapeutic target was an inr of 2.0 to 3.0. On a routine outpatient clinic visit, the inr measured with the signature plus pt/inr system was 6.4, which was a higher than expected result. An inr was repeated with a new pt/inr cuvette from the same lot and the result was 2.6, which was an expected result. The inr was repeated a second time using a new pt/inr cuvette from the same lot assayed on a different hemochron signature plus instrument, and the result was 2.6, which was an expected result. Normal and abnormal liquid quality controls were run earlier in the day that patient (B)(6) was tested and passed successfully. Sample collection and handling was performed consistent with labeled instructions. Reagent storage and handling on the day of testing was consistent with instructions in product labeling. The warfarin dosage the patient had been taking was continued. No adverse events or medical complications were recorded.

Manufacturer narrative:
This follow-up #1 references accriva diagnostics' complaint number (B)(4) . This report provides the results of device evaluation number (B)(4) conducted on (B)(6) 2015, which attempted to reproduce the complaint of inconsistent inr results with reserve samples of the same lot of j201c disposable cuvettes. (B)(4) . Reserve sample tested from same lot, no failure detected. No failure detected. Unable to confirm complaint.

Event description:
Follow-up #1.